Event description:
The staple line did not form properly and the jaws would not initially open. The jaws were then opened and the device was removed. Another device was pulled to finish the case with no pt consequence.